Event description:
It was reported in clinic, upon interrogation an error message displayed and the device was set to nominal settings. Reprogrammed back to desired settings and no error messages displayed. The device remains implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.